Event description:
After the implant was in, while looking at the instrument (acetabular cup implant handle) the clinician noticed that there was a piece missing. The surgeon had left the room. He was called back, a c-arm image was taken and it was noted that something was in the acetabulur cup liner. The surgeon retrieved 3 pieces of the impactor. A c-arm image was taken which showed no other parts of the impactor. The pieces of the impactor were retrieved.